Manufacturer narrative:
Submit date: 5/4/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports: when the packages of pads where opened and the seal was removed the layer of gel came off.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿when the packages of pads where opened and the seal was removed the layer of gel came off.¿ this type of event is commonly referred to gel delamination. Gel delamination occurs when the gel-to-release liner bond strength is greater than the cohesive strength of the gel or greater than the gel-to-substrate bond strength. Such an inequity in bond strength can cause the gel to peel from the substrate and/or tear. Delamination is categorized as follows: an aesthetic delamination is characterized by a permanent separation of the hydrogel from the substrate, exposing the underlying carbon vinyl with little (i.e. Area less than 1/8 inch x 1/8 inch) or no hydrogel remains on the release liner. Also, no silver/silver chloride ink is exposed. Aesthetic delamination will not significantly affect electrode function, but may displease the clinician. Functional delamination is a permanent separation of the hydrogel from the substrate such that the silver/silver chloride ink remains exposed. Additionally, when the release liner is removed from the electrode, there shall be no more than no more than 45% hydrogel separation from the adult electrode. When the area of separation includes the area of underlying conductive mat, the maximum amount of hydrogel lost is 22% for adult electrodes. With loss of the hydrogel less than the percentages as defined above, the electrodes retain functionally essential performance; however the reduction in the hydrogel area with the silver/silver chloride ink being exposed may cause an increase in current density across the remaining gel area. This increases the potential for skin irritation and burns. The device history record (DHR) was reviewed for product 22660pc, lot 616634x, and passed all acceptance criteria. No adverse conditions, special circumstances, or events were documented that may have led to the gel delamination. In addition, the DHR¿s were reviewed for the hydrogel body subassembly used in this product and lot. The DHR for the hydrogel body sub-assembly met all acceptance criteria. Raw material records were reviewed as well and all acceptance criteria were met. The uv dosage outputs for curing the hydrogel bodies were within the proper range. The conductive silver/silver chloride ink and gel batch mix sheets were also reviewed. All components and mix time were within tolerance. During the production of hydrogel bodies, four corner peel is performed to simulate the removal of the electrode release liner by a clinician prior to delivering therapy (corners of gel body are lifted from the liner to evaluate for release of gel from the substrate). The production lot number for the hydrogel body sub-assembly did exhibit som e minor aesthetic delamination, but had no functional delamination. Complaint samples were received in the form of two (2) defib electrode sets. The electrodes were received in the original pouches. The pouches were open. The pouch indicated production lot number 616634x. The pouches were in somewhat poor condition, potentially due to storage or handling. Pouches exhibited wear & tear. The electrodes were evaluated in the lab. Upon visual inspection of the electrodes gel pads it was noted that a small portion of the gel was missing from along the bottom of one (1) of the electrode pads, on one (1) of the sets. The other set of electrodes exhibited no delamination. Both electrode pads did exhibit some gel roll. Gel roll is a condition whereby the gel becomes rippled, but does not separate from the substrate. This is not considered delamination. Gel delamination is a complete separation of the gel from the substrate (exposing substrate). The degree of delamination on the one (1) electrode pad was evaluated in the quality lab as part of the investigation. The degree of gel separation/delamination was determined at 1.7%. The delamination did extend slightly into the silver printed area, and it did not include conductive mat area. The gel delamination was within 45% maximum hydrogel separation from the adult electrode criteria. The customer supplied a picture of an electrode exhibiting delamination and the pouch. This electrode and pouch was not returned for evaluation. The condition of the pouch in the picture could not be determined. Five (5) production retained sets for lot no. 616634x were also evaluated. None of the five (5) retains evaluated exhibited delamination; however some gel roll was present in one electrode set/one pad. Gel roll is a condition whereby the gel becomes rippled, but does not separate from the substrate. This is not considered delamination. Gel delamination did not occur with the production retains . There were additional pictures of an electrode pad and of a pouch provided by the customer. The electrode pad did show delamination. The delamination appears to roughly half of the gel area and includes the conductive mat. From the pictures, the condition of t he pouch was unable to be determined. Potential root causes may include: the gel was insufficiently cured (the strength of the bond between the gel and the substrate was too weak) or there was insufficient silicone on the mylar liner (the strength of the bond between the gel and the plastic liner was too strong). The silver ink re-mixing was not adequately performed during the sub-assembly printing process. If not adequately re-mixed it may not properly dry which could result in gel not properly adhering to the silver printed substrate. This may contribute to gel delamination. Silver mixtures can become separated over time because they are suspensions; this is visually detectable prior to use. Gel delamination may become exacerbated if the defibrillator electrodes are improperly stored. Improper storage conditions and/or handling of the product may also compromise gel properties prior to the expiration. The environmental and handling condition in which the product was stored was not provided with the complaint. Product packaging, proper storage and usage of the electrodes are critical to the performance of the gel. None of the production records or incoming inspection records indicated any of these scenarios occurred. Based on the customer complaint description provided, gel delamination most likely occurred. The reported customer complaint is confirmed. A root cause could not be determined. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.